Event description:
Report incorrect diagnostic; I use glucogorx test strips. This device start reading in 3 seconds , I was not able to put blood to full and reading came 111 with 1/2 filled strip; so I took other strip and make sure it get filled properly and reading came 127 in such situations 1/2 fill other testing strips provide error, and that is right approach. If I do not notice the 1/2 filled test strip and do not try again, it will be misleading the patient (myself) with results. FDA safety report ID# (B)(4).